Manufacturer narrative:
(B)(6) 2022 we requested the device be returned to the manufacturer for an investigation. To date, we have not received the device.

Event description:
(B)(6) 2022 the consumer claims the batteries in the product burnt her fingers. Medical attention was not received.